Event description:
Customer reportedly obtained results of 258mg/dl, 233mg/dl, 115mg/dl, and 117mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.